Event description:
Patient had intra-aortic balloon pump(iabp) implanted at 01:50 in the right groin. The sensation plus 7.5 fr 40cc iabp was secured by stat-lock and verified under fluoro. Patient transferred post-operatively to skilled nursing unit. During the shift, the nurse reported that the vital sign numbers on the iabp did not show up and therefore could not be recorded on the chart. The nurse called the iabp representative and balloon pump technician about this issue and neither one was available to come in and fix the problem at the time of the phone call. Causation was that the iabp's fiber-optic cable was not working on the iabp (as it was not recording the balloon pump vital signs). The balloon pump technician came in the morning and put a saline flush set up on which enabled the vital signs to be recorded and unplugged the fiber optic cable. The iabp was removed on the a.m. Per the nurse manager, this was both a quality concern with the intra-aortic balloon pump and user error--the fiber-optic cable failed, but the nurse(s) did not understand the immediate need to have a flush in use. The vendor was contacted and they will offer re-education to the nursing team on the need for continuous flush.